Event description:
It was reported that during a stenting treatment procedure, deflation difficulties were encountered and the balloon was sticking to the stent. The patient was undergoing repair of an aneurysm in the moderately tortuous abdominal aorta. A non-bsc stent graft was placed and the equalizer balloon catheter was then advanced for post-dilation. Inflation details are unknown. The physician had trouble deflating the balloon and changed the syringe multiple times. The physician noted that he felt the device ''got stuck with somewhere of the stent graft. And while moving the device up and down, it was able to deflate the balloon of the device.'' The balloon was completely deflated and the device was removed intact. The procedure was completed with this device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed no damage to the catheter shaft. The balloon was inflated and then successfully deflated with no defects observed. The proximal and distal bonds met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, deflation difficulties were encountered and the balloon was sticking to the stent. The patient was undergoing repair of an aneurysm in the moderately tortuous abdominal aorta. A non-bsc stent graft was placed and the equalizer balloon catheter was then advanced for post-dilation. Inflation details are unknown. The physician had trouble deflating the balloon and changed the syringe multiple times. The physician noted that he felt the device "got stuck with somewhere of the stent graft. And while moving the device up and down, it was able to deflate the balloon of the device." The balloon was completely deflated and the device was removed intact. The procedure was completed with this device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).